Manufacturer narrative:
Component code: g03001. The customer performed troubleshooting and replaced aero rgt probe (list # 09d48-02) which resolved the customer¿s issue. A review of the architect c16000 processing module tracking and trending data found no trends associated with customer¿s issues described in this complaint. A review of service history for the architect c16000, serial number (B)(6), revealed no additional erratic or elevated magnesium results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the aero rgt probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. The architect system operations manual provides adequate information regarding requirements for handling specimens, troubleshooting of erratic/discrepant results and the removal, replacement and verification of list number 09d48-02 aero rgt prb (l). Based on the available information, no systemic issue or deficiency of the aero rgt probe or the architect c16000 processing module, serial number (B)(6) was identified.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on architect c16000 processing module for one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial=3.44 mmol/l /repeated per physician¿s request on (B)(6) 2021=0.82 mmol/l. Laboratory reference range for magnesium=0.66 to 1.07 mmol/l there was no reported impact to patient management.